Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 11/2/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, the following was obtained: when was the needles kept popping off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. The only information given was "needles kept popping off of suture during use". What is the total number of needles popped off from the suture? Unknown as the suture/needles were already in the biohazard bag. Will be returning everything provided. Please provide the lot number: I was unable to locate the lot number on the packaging provided back to us. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Return box not received yet. Please provide the source or name of person providing answers to follow-up questions: cv coordinator, tatum. Related reports: 2210968-2023-0846.

Event description:
It was reported that a patient underwent an unknown procedure in 2023 and suture was used. During the unknown procedure the needles kept popping off. It was unknown if the procedure was completed successfully. No patient consequences. Additional information was requested.